Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with missing retainer ring. Unable to lock the sc1 cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, detached retainer ring, and missing o-ring (reservoir tube). Cosmetic damage battery compartment was not confirmed, however, other cosmetic damage confirmed where scratched case, detached retainer ring, and missing o-ring (reservoir tube) was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced physical or cosmetic damage. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. It was unknown whether the customer will continue use of the device. No further patient complications were reported. Mmt-1886 was requested and the device was returned.